Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The catheter would be returned by the facility. They were unable to determine why the catheter would not aspirate. No further issues were reported or anticipated.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. Analysis of the catheter revealed sc connector, coring-tears-cuts in seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 22-mar-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 787.6 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that dehiscence had occurred with the patient's pump at an unknown time, so the pump was replaced on (B)(6) 2019, moving it to the other side of the patient's body and revising the catheter. They were unable to aspirate the catheter during the surgery, so they replaced the proximal end of the catheter. They were going to do a back table prime of 0.3ml with the new pump as they were changing the medication from 2000mcg/ml to 1000mcg/ml but the existing distal end still had 2000mcg/ml in it as there was no cerebrospinal fluid (csf) backflow when they disconnected the proximal end from the distal catheter segment. The caller stated that the surgeon decided to not do any other troubleshooting or surgery on the distal segment with no csf backflow. Considerations for a modified bridge bolus were discussed. It was noted the back table prime went well and the new proximal segment was connected to the old distal segment. No further complications were reported.